Event description:
This event occurred at (B)(6). Pt with a history of crohn's disease who presented with acute abdominal pain with nausea and vomiting four days after ingestion of a pillcam sb capsule. Two days prior to presentation, an abdominal radiograph revealed a capsule in the pelvic area. On examination, she appeared unwell with dehydration, tachycardia and diffuse abdominal signs suggesting peritonitis. Following her initial resuscitation, she was taken for a laparotomy. Findings revealed multiple small bowel strictures with proximal perforation and capsule migration into the free peritoneal cavity. Presence of severe peritonitis was noted. The diseased small bowel segment, including all the strictures and the perforation site, was excised en bloc and a high-end jejunostomy with a mucous fistula was fashioned. The residual small bowel measured 80cm of proximal jejunum and 30cm of terminal ileum (non-functional). Six months after her resection, the stoma was reversed successfully and she is not doing well.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre-procedure testing and profile.